Event description:
Acl was performed in 2007. The patient complained of pain and swelling over surgical scar about 9 weeks later. Incision and drainage of sterile pus was completed. Wound healed in one week. Treated with cloxacelin tab.

Manufacturer narrative:
Product recall initiated august 21, 2007. No product is being returned for evaluation.